Event description:
A surgeon reported that the knife had poor cutting performance and poor cut quality during surgery. The knife was exchanged and the procedure was completed with no harm to the pt.

Manufacturer narrative:
No samples were returned for eval; therefore, the condition of the product could not be verified. No lot number was identified with this complaint; therefore, the device history record for this complaint could not be reviewed. Because a sample was not returned and no lot record to review, the root cause cannot be determined. (B)(4).